Event description:
A malfunction was reported on the pump, indicated by a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the caller with the process, and instructed them to call back if the issue recurred. The customer understood and acknowledged these instructions.